Event description:
It was reported that prior to use of bd preset¿ arterial blood collection syringe, foreign matter was found on the plunger stopper in the syringe. The device was replaced. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary material #: 364416. Lot/batch #: 3251819. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter with the incident lot was not observed. The white material in the stopper is the vent plug. The vent plug allows air through so the syringe can fill and then when the blood hits it, it swells up and seals the hole, so blood doesn't pass through. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.1. Initial reporter address: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of bd preset¿ arterial blood collection syringe, foreign matter was found on the plunger stopper in the syringe. The device was replaced. No patient impact reported.